Event description:
It was reported that the patient was burned on the lip during the procedure. No additional information provided regarding patient, severity of burn or treatment required. However, no other complications were reported. Report 2 of 2. Reference (B)(4) for related complaint.

Manufacturer narrative:
Correction: facility name. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: an issue with the concomitant flow control valve, which was not returned, could have prevented a sufficient amount of saline being delivered, thus creating steam and causing a thermal burn. There were no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the patient suffered a 1.5 cm intraoperative burn to the lower left lip (spared vermilion-cutaneous border and oral commissure) during a tonsillectomy/adenoidectomy procedure. Per the report, the power of the device seemed diminished during the procedure. However, the case was successfully completed using a back-up device. The burn was treated using debridement and topical antibiotic ointment and the patient had full resolution at 6 weeks post-op without further intervention. Report 2 of 2. Reference (B)(4) for related complaint.